Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the hydrogel was noted within the rectal muscular layer at the apex though the magnetic resonance imaging (MRI) on (B)(6) 2026. The radiation treatment has been delayed due to this event; the patient is currently experiencing constipation and was put under observation. The physician indicated that during the injection the spread was confirmed, but not at the midway, the event was likely cause during injection when the needle was being pulled from the base.